Manufacturer narrative:
The reagent lot number is 71219801 with an expiration date of 30-jun-2024. The investigation reviewed the calibration performed on (B)(6) 2023 at 3:28 pm; the results were within specifications. The investigation noted that the customer recalibrated again with a blank calibration at 4:52 pm for the same reagent pack. Only 2-point calibrations are recommended for alb2. Product labeling states "calibration frequency 2-point calibration. After 4 weeks on board. After reagent lot change. As required following quality control procedures." The investigation reviewed the qc recovery; the results were within specifications. The investigation reviewed the customer's handling of the patient sample. The patient sample was centrifuged for 5 minutes at 4000 rpm. The investigation determined that the centrifugation time may be shorter than recommended, and the centrifugation speed may be faster than recommended. The investigation reviewed the alarm trace; no issues were noted. The field service engineer (fse) inspected the module and found the issue was due to cuvette overflow. The fse adjusted the vacuum pressure and replaced the sample probe and three solenoid valves. The fse verified the module's performance by mechanical checks, running patient samples, and performing qc successfully. The customer was also concerned because the result had no out-of-range flag. The fse noted that the customer's technical ranges had incorrect values set. The correct values were then entered. Product labeling states "technical limit (c 501) a to change technical limit (photometric and ise tests) 1 on the range tab of the utility >application screen select the test to be edited from the test list on the left. 2 in the first technical limit box, type the lower limit. In the second box, type the upper limit. 3 choose save to save the changes." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable alb2 albumin gen.2 (alb) result from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was not reported outside of the laboratory. The reporter deemed the result "weirdly high" which prompted the rerun of the patient sample. The initial result was 6.7 g/dl with a data flag. The repeat result was 3.8 g/dl. The repeat result was deemed correct.